Event description:
Same case as MFR #: 2134265-2011-04117. It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented with rest pain, inferior q waves and positive for troponin. Access was obtained via the right radial artery. The 100% stenosed, 3.5x30mm, concentric lesion being treated contained a <45 degree bend and was located in the mildly tortuous, mildly calcified right coronary artery (rca). The lesion was predilated with a 2.0x15mm, 2.5x15mm, and 2.0x15mm non-bsc balloon. The physician implanted a 3.5x24mm promus element stent in the proximal rca. A 3.5x12mm promus element stent was implanted in the proximal portion, distal to the first stent, with some overlap, inflated to 18atms. Timi 3 flow was observed. The physician used the stent delivery balloon from the 3.5x12mm promus element stent to dilate both implanted stents, inflated to 16-24atms. The proximal end of the 3.5x24mm stent appeared to be crushed. Timi 2 flow and ECG changes were observed. The balloon from the 3.5x12mm stent delivery system was removed. A 3.5x12mm quantum maverick balloon was used to post the "crushed" part of the 3.5x24mm stent, inflated to 12-14atms. Timi 3 flow returned and ECG normalized. A 2.5x12mm promus element stent was implanted placed in the distal rca. Medications given included: heparin, nitrate, and reopro. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).